Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported a consumer had his device and it was helpful for 7 years until it migrated through the skin was explanted in 2004. Additional information indicates that the neurostimulator implant removal was in 2002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.